Event description:
Customer notified cts with a discrepancy between the lis and the provue format of how the results are being displayed. Customer indicated that the results of 2 samples displayed on the lis were different from what was sent by the provue. Customer stated that provue read and transferred results correctly, while lis received results incorrectly due to the different template configuration.

Manufacturer narrative:
Although provue operated as expected and no lis malfunction, discrepant results appeared on lis as operator did not coordinate the reconfiguration of the default template with the lis.. Additions and/or changes to templates and default template designations affect the data communicated to the lis. All changes to templates must be coordinated with the lis vendor. Failure to do so could result in erroneous information being communicated to the lis. No incorrect or erroneous results were reported as a result of this incident. There was no risk present at the time of the incident. There was no harm to any patient.